Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient was externally defibrillated at home by the emergency team due to a decreased r-wave and non-sustained ventricular tachycardia (nsvt). The device was reprogrammed and the patient was stable.